Event description:
Boston scientific received information that this right atrial (ra) lead exhibited poor sensing, poor p wave morphology, noise, loss of capture, and pace impedance measurements of less than 200 ohms. When testing the system in the clinic, good lead diagnostics were able to be obtained when the physician pressed on the device. A lead revision procedure was performed. The lead was connected to a pacing systems analyzer (psa) and displayed normal lead measurements. A new pulse generator was implanted and again, the lead displayed normal measurements. At that point, a device issue was suspected. The lead was left in service and a new device was implanted. Subsequently, the ra lead displayed the same issues with the newly implanted device. The device was programmed to vvi and the atrial lead was programmed off. There were no adverse patient effects. Additional information indicates that a lead revision procedure was performed to explant this lead and implant a new ra lead. The lead was explanted. There were no adverse patient effects reported. The lead has been returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned severed 55 millimeters from the terminal pin and in three sections. There was damage to the anode and cathode coil and insulation. Dried blood and body fluid were noted through the entire lead. Dried body tissue encapsulated the helix housing. The returned portions of the lead were determined to be electrically continuous. The clinical observations were not able to be confirmed.